Manufacturer narrative:
Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient caused an infection in his left neck and chest. The vns generator and lead were explanted due to the infection. The device history records were reviewed for the lead and generator and revealed that both devices were sterilized according to specifications prior to release for distribution. No additional relevant information has been received to date.

Event description:
Additional information was received indicating that the patient first presented with infection 1 month after full system implant. No additional relevant information has been received to date.